Event description:
Painful hardware with fractured screw. The s1 screw on the right was noted to be fractured and required the use of the midas-rex, drill to take down the pedicle architecture around the outer portion of the screw. After which there was a special instrument which would cut away the outer edges of the screw.

Manufacturer narrative:
Lot#: this info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the date of manufacturer without a lot number. The investigation could not be performed, no conclusion could be drawn, as no lot number was provided and subject device not returned. Additional information from the user facility report: event date: 2009, synthes, back hardware.